Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Patient was revised to address an unknown reason.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 04/06/2015- litigation papers received. Litigation alleges pain, bodily impairment, and disfigurement. There is no new additional information that would affect the investigation. The complaint was updated on: 04/07/2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: 3/26/2014- medical records received. Patient was revised to address pain, elevated metal ion levels and metallosis. Upon revision, brownish liquid and a pseudotumor were noted. The information received does not change the MDR decision. This complaint was updated on: 04/15/2014.